Manufacturer narrative:
Examination was not possible, as no products were not returned. Product information required to review the device history records was not provided. The investigation was limited ot the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear or device loosening based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be rec'd, the investigation will be re-opened.

Event description:
The patient was revised because of wear and loosening.